Event description:
Patient reported 2 pen needles were damaged. Indication: age-related osteoporosis without current pathological fracture. Unknown if patient missed a dose or experienced an adverse event, unknown lot/expiration date, unknown if product on hand for return. No further info. Reported to (B)(6) by: patient/caregiver.